Event description:
It was reported the system failed to perform fluoroscopy. This resulted in loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.